Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, the device was in backup mode due to a power on reset (por). It was also noted there was low impedance and loss of capture on the right atrial and right ventricular lead. The physician alleged the electrical anomalies against the device and not the leads. Technical support was contacted and unable to restore the device. The device was explanted and replaced to resolve the event. The patient was stable following the procedure.

Manufacturer narrative:
Field complaint of backup operation was confirmed and the events of low impedance and capture anomaly were not confirmed. The pacer was received after restoring device from backup condition in the field and with battery voltage at end of service. Analysis of the device image determined backup occurred due to low battery voltage caused by premature depletion. After cutting open the device case and replacing the original battery with a new power source, drain current was measured and found within normal range. The product code was re-loaded successfully, and the device was evaluated under field and nominal conditions with results indicating normal functionality. Additionally, capture and lead impedance test were normal. The original battery was analyzed by the manufacturer with results indicating normal performance. Despite extensive effort, the cause of premature depletion could not be identified.